Event description:
Patient was evaluated by advanced bionics for report of abnormal impedance readings. It was noted that while the patient has continued to make steady progress, the center and patient's family members decided to explant the device.